Manufacturer narrative:
B2 outcomes attributed to adverse event - additionalh2: additional informationh6: health effect impact code - additional

Event description:
Subsequent to the initial MDR, additional information became available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. Right before lunch at 12:20 pm the cgm reading was 120 mg/dl, the patient self-treated with insulin lunch bolus, but soon after that he passed out and had convulsions due to hypoglycemia. The wife called an ambulance, an the paramedics took a bg reading which was 25 mg/dl and the cgm reading was 120 mg/dl. The patient was taken to the emergency room (ER). The patient was treated with glucose vials(IV), arthrosilese vials (muscle stiffness/spasm), sodium chloride (saline solution IV), perfalgan (IV paracetamol), midazolam (anxiolytic), diazepam (anxiety, muscle spasms, and seizure management). The patient was discharged on the (B)(6) 2025. At the time of the report the patient was weak but recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. Right before lunch at 12:20 pm, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. Once the paramedics came, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.